Event description:
The account generated a depressed architect ca19-9xr of 22 u/ml on a sample that repeated architect ca19-9xr of 52 u/ml on another architect analyzer. No specific patient information was provided. No impact to patient management reported.

Manufacturer narrative:
No customer returns were available for evaluation. A review of ticket trending and lot search showed no adverse trends identified for complaint activity related to the event issue. Accuracy testing was completed using retained kits of reagent lot 37190m500. Acceptance criteria were met, which indicates acceptable product performance. A review of the product labeling concluded that the issue is sufficiently addressed. A deficiency was not identified as panel testing showed that the likely cause lot performed per specification.

Manufacturer narrative:
This report is being filed on an international product, list 02k91-35, that has a similar product distributed in the u.s., list 02k91-27. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.